Manufacturer narrative:
The insulin pump had an intermittent button response due to a flattened (creased) act button dome switch. There were no unexpected numbers ramping/scrolling during testing. The pump had a minor scratched lcd window, a cracked case at the display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that the customer had an unresponsive act button on the insulin pump. Caller stated that the customer has to push down on the act button very hard and sometimes he has to push it down several times. Customer was also advised to discontinue use of the pump and revert to a back-up plan.